Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Agent did not ask sr information due to the nature of call. The reason for call was patient reported that the implanted device wasn't working and hadn't been working for a long time. Patient said they stopped using the stimulator because it wasn't working the way it used to or was supposed to; agent understood as the therapy. Patient stated that they called their doctor's office in their hometown and they had a rep call them back, but it had been about 2-3 weeks now. Patient said that they were scratching their back and rubbed their hand across the implant and the implant started rattling. Patient denied any recent falls or injuries near the implant site. Agent asked the patient if they were in any pain near the implanted device site and patient said no, but that their back, legs, feet and hips were all in pain up to their shoulder blades where the wires go into their spine and they were basically going without pain relief right now. The issue was not resolved. Agent reviewed physician listings and role of rep. The patient was redirected to their healthcare provider to further address the issue and to meet with a rep. Agent sent physician listings to the patient as they shared, they were out of town for work for the next 10 months. Agent emailed the local field reps for visibility and a patient callback request; agent did not promise a timed-response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.